Event description:
It was reported that customer experienced inability to fill tubing. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, the new pump was not paired to the mobile app. Tandem technical support assisted customer in pairing new pump.